Manufacturer narrative:
This report is submitted on august 04, 2023.

Event description:
Per the clinic, the patient experienced dizziness, vertigo, pain, sharp bend in the electrode and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on june 28, 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 21, 2023.